Manufacturer narrative:
Patient's weight was reported to be (B)(6). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. (B)(4) - the reported issue of stent migrated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was placed in the distal esophagus of a patient with a malignant stricture, on (B)(6) 2011. According to the complainant, the patient's anatomy was not tortuous. The anatomy was dilated prior to stent placement. During the procedure, after the stent was implanted, the physician placed a resolution hemostasis clipping device on the proximal flare of the stent to help with potential migration. On (B)(6) 2011, one day post placement, the stent migrated into the stomach. Using an endoscope, the physician went in and removed the stent via the suture on the proximal flare. The procedure was not completed at this time, as the physician was contemplating using a partially covered stent or no stent at all. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "ok".